Event description:
It was reported by the patient of having problems with the pacemaker. The patient reported being hospitalized and the electrocardiogram was unable to identify the pacemaker. The patient¿s blood pressure dropped and had syncope. The manufacturer¿s representative checked the pacemaker and said it was functioning fine. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).